Event description:
Pt being treated in emergency room for nonrelated condition was catheterized with a bard foley catheter (natural rubber latex) when face became flushed and hives and angioedema developed immediately. Treatment included standard treatment for anaphylaxis. Suspect medical device was stated as "latex gloves" on voluntary report.